Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was implanted. Pre-procedural assessment documented left atrial appendage ostium dimensions of 14x19mm, and device sizing was determined using echocardiography and fluoroscopy. Intraprocedural imaging was performed with transesophageal echocardiography (tee), during which no rhythm change was observed and no peri-device leak was detected. At the 60-day follow-up on (B)(6) 2026, echocardiography identified the device in the descending aorta. The patient remained asymptomatic, with no clinical signs or symptoms, aside from elevated blood pressure. The device was determined to have completely dislodged from the intended implant site, with the implanter attributing the event to under sizing. The embolized device resulted in a partial obstruction of blood flow in the descending aorta. On (B)(6) 2026, the device was successfully removed percutaneously without complications.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.